Event description:
It was reported that the patient's pacemaker failed to connect to the merlin home monitor and failed to be interrogated in clinic via rf telemetry. It was noted that the device also failed to produce a magnet response and exhibited loss of low voltage pacing output. Premature battery depletion was suspected. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, no rf telemetry, no magnet response, and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.